Event description:
It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the pt returned to the ER 1-day post discharge with acute pain at the target site. An ultrasound was taken and reported that the suture was found to be correctly placed on the vessel. No occlusion, hematoma or thrombosis was found. The pt was given oral medication and sent home. The next day, the pt returned to the ER still having pain. Another ultrasound was taken and nothing was found, no hematoma, occlusion or thrombosis. The pt was told to continue the oral medication given and to return to their physician in one week. Per the physician, the pt has not to date returned for f/u. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.